Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery a 2mm piece of the needle tip broke off and was retained in the patient as the risk of injury was higher if the surgeon tried to remove it. No further information received. Update dw 14-mar-2024: further information were provided that the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.